Event description:
The customer reported that the device failed to analyze in the AED mode. There is no info as to whether the device behavior may have contributed to the pt outcome.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.